Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The IFU states "although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." This event does not appear to be related to a quality problem, but a conclusive root cause could not be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the first xience v was advanced to the lesion and during deployment of the stent a proximal dissection occurred. An additional xience v stent was advanced to treat the dissection; however, it failed to cross and during removal the stent caught on the previously deployed stent and dislodged from the balloon. A snare device was used to retrieve the stent from the patient. The procedure was continued successfully with the deployment of another xience v stent for treatment of the dissection, with no further issues. No additional event or patient information is available.